Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 97754, serial# unknown, product type: recharger. Product ID: 97740, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that there was a discrepancy in charging, as they saw a ¿battery warning (5)¿ error message displayed. It was reviewed that the patient¿s implantable neurostimulator (ins) needed to be charged. The manufacturer representative met with the patient on (B)(6) 2017, about three weeks after they were implanted, to review recharging training. The patient charged overnight and woke up with an ¿ins full¿ screen on the recharger. However, they checked with the programmer and there was a ¿charge ins/battery low¿ error screen displayed. The patient reported that they had seen that screen a couple of times since then. It was also reported that the patient lost stimulation around (B)(6) 2017 or the day after. This was considered a sudden change in therapy/symptoms. No falls or traumas were reported that could be related to the issue and the patient hadn't had any recent medical tests or electromagnetic interference (emi) environmental exposure. During the call, the patient started a charge session and was able to get six coupling bars and the battery up to 25-50%. Additional information was received on (B)(6) 2017. It was reported that the manufacturer representative was able to charge and interrogate the patient¿s ins. Impedances were checked and all values were within normal range. The manufacturer representative reviewed charging again in detail and the patient was to continue charging the ins to 100%. No further complications were reported or anticipated. Indication for use is non-malignant pain.